Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) revision surgery because the pump migrated. The component was removed and replaced. No patient complications were reported.